Manufacturer narrative:
The device was evaluated in the filed on 11/4/22 and visual inspection was performed to attempt to duplicate the reported issue of alarming backlight failure screen dark. The reported issue was duplicated and confirmed in history. The probable cause of the reported issue is pinched wire on lcd backlight cable/broken wire. It was also identified that an issue with a damaged/burnt chassis occurred; the probable cause is pinched/broken.

Event description:
The event involved a plum 360 infusion pump and it occurred on an unspecified date. The customer stated the device alarmed backlight failure screen dark; the device was evaluated in the field and it was found that there was evidence of sparking and burned chassis.